Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they started in normothermia. The arctic sun device stopped reading the patient temperature and alarmed probe not registering. Nurse tried the esophageal probe and the foley probe, neither are reading. Both of these probes read on their bedside monitor. Confirmed the temperature cable was plugged into patient temperature (pt)1 on the back of the device. Therapy had been running and was reading the patient temperature, however it suddenly stopped reading. The patient temperature was showing dashes when they try plugging the probe in. Second nurse in room was able to get the probe plugged in and start reading. Explained if the device alarms again or probe stops reading, suggested they tried switching out the cable. Nurse did not think they have another device they could swap the cables with and was unable to find an extra cable on the unit. Recommended to see if their biomed department has any extra cables on hand. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they started in normothermia. The arctic sun device stopped reading the patient temperature and alarmed probe not registering. Nurse tried the esophageal probe and the foley probe, neither are reading. Both of these probes read on their bedside monitor. Confirmed the temperature cable was plugged into patient temperature (pt)1 on the back of the device. Therapy had been running and was reading the patient temperature, however it suddenly stopped reading. The patient temperature was showing dashes when they try plugging the probe in. Second nurse in room was able to get the probe plugged in and start reading. Explained if the device alarms again or probe stops reading, suggested they tried switching out the cable. Nurse did not think they have another device they could swap the cables with and was unable to find an extra cable on the unit. Recommended to see if their biomed department has any extra cables on hand. Encouraged nurse to call back with any issues.